Event description:
Pt was implanted with ti cann lateral entry femoral nail-ex construct on an unk date. Pt was returned to the operation room on (B)(6) 2012 for removal of hardware due to non-union. The nail was exchanged without incident or harm to the pt. This 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.